Event description:
The MFR received information alleging a ventilator's display was defective. There was no harm or injury reported. The device has not yet been returned to the MFR for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the MFR's investigation is complete.